Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) there was a loading error. The lens ended up getting scratched. Additional information received and stated that the scrub nurse loaded the lens as he normally does. The lens was inserted and surgeon noted the lens to have a scratch. The surgeon then removed lens from patient's eye by cutting the lens partially and removed. The surgeon inserted a new lens of the same power successfully. The issue with the lens was noted within a minute of insertion. The scheduled procedure was able to be completed as scheduled. The surgeon reported that the inserter caused the problem. There was no impact to the patient.